Event description:
It was reported the patient experienced right hand weakness post procedure. A concomitant procedure was performed using a farawave with faradrive connect for the pulse field ablation (pfa), and a watchman trusteer access system (was) with a 24mm watchman flx pro laa closure device & delivery system (wds) for the left atrial appendage close (laac) procedure. The physician completed concomitant case on 02-may-2025 with 4d intracardiac echo (ice) imaging. The laa was checked to be free of clots via transesophageal echocardiography (tee) prior to start of procedure. The patient had no notable complications prior, during or post procedure. The patient had a post procedure transthoracic echocardiogram (tte) completed with no notable issues. The patient was kept overnight. The patient presented over the weekend with symptoms of stroke (weak right hand). The patient had a follow up transesophageal echocardiography (tee) completed which was documented as clear with no abnormalities noted in the imaging. The patient symptoms resolved over the weekend, and the patient was discharged home.